Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited noise. It was noted the noise appeared to be from an external source, possibly an magnetic resonance imaging (MRI) and it was confirmed the patient was in hospital at the time of the event. The device remains in use. No patient complications have been reported as a result of this event.